Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor filament is shorter than normal. Customer's blood glucose was 163mg/dl at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised to monitor their sensors and call back if any further assistance is necessary.